Manufacturer narrative:
(B)(4). The product has been requested to be returned but has not been received. (B)(4).

Event description:
The customer claims the alarm has power but when the mode is on voice and tone and pressure is off the sensor pad the voice will not sound. There is no damage detected on the alarm. There was no pt incident or injury reported.